Event description:
It was reported that there was no fluid in the lens vial when it was opened. The lens was difficult to fold and the haptic was damaged while loading the lens into the inserter. The lens was not implanted.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.